Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been confirmed to be unavailable. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was dull during surgery. Procedure details and patient involvement information is unknown. Additional information has been requested. Additional information received clarified that an alternate knife was used to complete the procedure with no impact to the patient. No additional information is available.